Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements above 200 ohms. Technical services (ts) was consulted, and it was noted that the non boston scientific generator was programmed to double coil configuration and that this lead was a single coil model. Ts advised on changing programmed parameters to improve the impedance measurement. No adverse patient effects were reported. This lead remains in service.